Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a pump message indicating that "1.2u of basal had not been delivered;" however, review of the pump data logs by tandem technical support could not verify any cause related to this pump message. The customer's blood glucose (bg) level was approximately 311 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.